Manufacturer narrative:
Internal reference: (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair, the dedicated pilot guide was first used for positioning. The obturator was then removed. A bone tunnel was drilled through the drill guide sleeve using the proprietary drill bit on a power drill. Upon completing the bone tunnel, two (2) q-fix all- suture anchor were inserted. The anchors were deployed by rotating the handle end according to the manufacturer's instructions. However, upon removing the guide sleeve, a deployment failure was observed. The anchors were removed with tweezers. The procedure was resumed, after a non-significant delay, using an equivalent sn back up. The back up was used in the originally drilled bone hole, no voids were left. The status of the patient was fine. No further complications were reported.